Event description:
Same case as MFR#: 2134265-2010-05256 and 2134265-2010-05170. It was reported by the patient that post a stenting treatment procedure, hair loss occurred. The patient had three taxus express2 stents implanted, size 3.5x12mm, 3.0x12mm and 3.5x16mm. After the procedure, the patient experienced hair loss which continues at the crown. The texture of the patient's hair is "dry and frizzy." The patient reported normal thyroid studies since the stent implantation. No additional patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).